Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 a 22mm amplatzer occluder was selected for a procedure. During deployment the left disc formed cobra shape. The physician successfully ended the procedure with using a different 20mm occluder. The patient remained stable and through out and post procedure. There was a 15 min significant delay in the procedure.